Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown triathlon tibial component size 3. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Pt did not release product.

Event description:
Surgeon removed loose triathlon femoral and tibial components and replaced them with triathlon ts components.